Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. Site reported that they were getting an error message on the imaging system stating "image framerates below expected levels." There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation reported that the issue was caused by the mobile view station (mvs) interface umbilical cable. Replacement of the cable resolved the problem. No other issues were reported. Upon analysis of returned cable, damage to the cable was confirmed as 4 wire pins were broken. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that they were getting an error message on the imaging system stating "image framerates below expected levels." There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.